Event description:
A elevated glucose result of 403 mg/dl was obtained on a patient sample. The result was not reported to the physician. The original sample was repeated on the original analyzer and a result of 89 mg/dl was obtained. The original sample was then repeated on an alternate analyzer and a result of 90 mg/dl was obtained. Patient treatment was not prescribed or altered there was no report of adverse health consequences as a result of the elevated glucose result. Analysis of the instrument and instrument data indicate that the cause for the elevated glucose result is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the elevated glucose result is unknown. The instrument is performing within specifications.